Event description:
A customer reported that they were unable to activate the adc device and received a "check sensor" message. The customer was asleep and not responding when the customer's spouse (who is a nurse) decided to perform a capillary test and obtained a result of 40 mg/dl. The customer was treated with oral glucose by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were unable to activate the adc device and received a "check sensor" message. The customer was asleep and not responding when the customer's spouse (who is a nurse) decided to perform a capillary test and obtained a result of 40 mg/dl. The customer was treated with oral glucose by spouse. There was no report of death or permanent injury associated with this event.